Event description:
It was reported that when PICC line flushed with 10 ml of 0.9% sodium chloride, noticed a leak from PICC site where the tip of securecath was. It was internal fracture. Patient had treatment (B)(6) 2024, was given peripherally for her last treatment. No harm to the patient was reported. No other information was provided. The following additional detail was provided for this event as part of a focus survey: it was reported the catheter was cut 47cm, internal length 43cm, external length 18.5cm, inserted in the basilic vein, secureacath placed at 4cm mark. PICC was used for chemo treatment of paclitaxol and typesnone. Visible hole/fracture outside the patient (at exit site or on external part of PICC) 64 days after PICC placement. Site cleaned with chloraprep 3ml chg 2% ipa70%.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 7 cm and 8 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, compression style damage was observed between the 1 cm and 3 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the compression damage nor the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when PICC line flushed with 10 ml of 0.9% sodium chloride, noticed a leak from PICC site where the tip of securecath was. It was internal fracture. Patient had treatment (B)(6) 2024, was given peripherally for her last treatment. No harm to the patient was reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when PICC line flushed with 10 ml of 0.9% sodium chloride, noticed a leak from PICC site where the tip of securecath was. It was internal fracture. Patient had treatment (B)(6) 2024, was given peripherally for her last treatment. No harm to the patient was reported. No other information was provided. The following additional detail was provided for this event as part of a focus survey: it was reported the catheter was cut 47cm, internal length 43cm, external length 18.5cm, inserted in the basilic vein, secureacath placed at 4cm mark. PICC was used for chemo treatment of paclitaxol and typesnone. Visible hole/fracture outside the patient (at exit site or on external part of PICC) 64 days after PICC placement. Site cleaned with chloraprep 3ml chg 2% ipa70%.